Event description:
Major pump unit(s) involved: external control system failure. Additional text: broken pin white power cable on controller. Specific component(s) involved: external controller malfunction. Additional text: broken pin. Other component: causative or contributing factor: patient error in system care. Other cause: intervention(s): replacement of external controller. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.